Manufacturer narrative:
The initial MDR and supplemental follow up 1 were submitted to the FDA on time under manufacturing report number 3002037047-2018-00040. Upon confirmation of the reported product lot manufacturer this reports is being resubmitted under correct manufacturer report number 2184002-2018-00001. Complaint trending reviewed for the lot code provided. No similar complaint found. No sample was provided by the customer. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. No sample was returned so no root cause could be determined. No action is warranted at this time due to the fact that no additional complaints have been received for this complaint type/lot code. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that viscoelastic products were injected into a patient's right eye during a cataract surgery at which time the cornea suddenly clouded over. The surgeon closed the wound and canceled the surgery without completion. Additional information has been requested. Additional information received clarified that upon postoperative follow up, the patient is doing well with no corneal cloudiness or swelling and with no visual impairment.